Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure. Additional information was received that the patient had difficulty keeping the ipg charged due to high frequency stimulation running twenty-four hours seven days a week. The patient was doing well postoperatively and the explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Correction to the initial MDR in block g3. Correction to the follow-up 1 MDR in block h2.

Manufacturer narrative:
Field g3 bsc aware date of the initial: 28apr2022 field g3 bsc aware date of follow up number 1: 13oct2022 field g3 bsc aware date of follow up number 2: 16nov2022.

Event description:
It was reported that the patient's ipg was non-functional. The patient underwent an ipg replacement procedure. Additional information was received that the patient had difficulty keeping the ipg charged due to high frequency stimulation running twenty-four hours seven days a week. The patient was doing well postoperatively and the explanted ipg will not be returned per hospital policy.

Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure. Additional information was received that the patient had difficulty keeping the ipg charged due to high frequency stimulation running twenty-four hours seven days a week. The patient was doing well postoperatively and the explanted ipg will not be returned per hospital policy.